Event description:
Nurse inserted saf-t-intima peripheral IV device. When she pulled out the needle/wire, the safety sheath meant to cover the needle came off entirely, leaving the needle and wire exposed. No injury was sustained to the nurse or patient and the patient's IV device functioned properly.manufacturer response (as per reporter) for angiocatheter, bd saf-t-intima:just notified - has not responded yet.

Event description:
Nurse inserted saf-t-intima peripheral IV device. When she pulled out the needle/wire, the safety sheath meant to cover the needle came off entirely, leaving the needle and wire exposed. No injury was sustained to the nurse or patient and the patient's IV device functioned properly.manufacturer response (as per reporter) for angiocatheter, bd saf-t-intima:just notified - has not responded yet.